Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j employee. H3, h4, h6: a manufacturing record evaluation was performed for the finished device part: 04.043.140s. Lot: 349p480. It was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 02-sep-2021. Manufacturing site:jabil bettlach. Expiry date: 01-aug-2031. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on july 11, 2024, the patient underwent an orif surgery for a tibial diaphyseal fracture. After reaming, the surgeon inserted the nail over the reaming rod and then attempted to remove the reaming rod. However, the ball tip caught on the nail and the reaming rod was unable to be removed. The surgeon tried everything, but could not pull the reaming rod out, so the surgeon removed the entire reaming rod out of the nail and checked them. Bone debris from the medullary cavity that was shaved during reaming was accumulated in the nail, so the surgeon removed it with tweezers. However, the surgeon used another new nail because the inlays (peek) of the nail in question was found to be misaligned. The surgery was completed successfully within 30 minutes delay. The patient was reported as stable. This report involves one (1) tibial nail-advanced / 9mm 360mm / sterile. This is report 1 of 1 for (B)(4).